Manufacturer narrative:
An event of hypotension, and bradycardia was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on all available information, causes for the reported event could not be conclusively determined. It is possible that patient condition contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information:(B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 147,256- 285s and heparin was given a pre-implant balloon valvuloplasty done with a 24mm non-abbott balloon. The final implant depth was 3.4mm on the non-coronary cusp (ncc) and 3.1mm on the left coronary cusp (lcc). When the temporary pacemaker was removed, the patient was noted to have low heart rate and blood pressure. A 500 ml bolus of normal saline and 1mg atropine were given. The patient was reported stable.